Event description:
Reportedly, approx seven years ago 2 titanium screws were used off label and were implanted in a pts trachea to achieve vocal changes. Reportedly, the pt had a metallic taste and elected to have the screws removed. This is the first of two reports for this event.

Manufacturer narrative:
Event reported to synthes approx (B)(4) 2004. Event reported to synthes complaint handling (B)(6) 2011. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.